Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge on the pump for insulin therapy. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose level was 386 mg/dl.